Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer was advised via FDA user facility report (number (B)(4)) received on 01/13/2012, that the lvad system controller failed to work after it was connected to the patient. No other information was provided. The manufacturer is in the process of obtaining additional information.